Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported an intraocular lens (iol) was exchanged due to the pt being unhappy with her vision. The iol was exchanged for the same model, different power lens. In a follow up phone call with the surgeon, he reported that he did not feel the iol was defective. The surgeon stated, he felt the refractive surprise was probably due to biometry error. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/05/2010, 05/06/2010, 05/10/2010, and 05/21/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).